Manufacturer narrative:
The customer declined returning the device. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer called in reporting the light guide post of the facility's telescope broke off in the light guide cable connection. The malfunction was found after a therapeutic procedure. There was no patient involvement at the time of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was requested, but unknown. Additionally, the manufacturing date could not be determined. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the broken light guide post could not be determined. Olympus will continue to monitor field performance for this device.